Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that low impedance was exhibited. The one-year and 7-day trends do not show any low impedance values. The patient will be monitored.